Event description:
During an in clinic follow-up, the device was interrogated and revealed the device was in backup vvi (bvvi) mode. Technical support was contacted and device reset was attempted. The reset was not successful, and device replacement was recommended. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.